Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported clip getting caught on the guide tip, resulting in difficulty removing the device, appears to be related to user technique and due to the user inadvertently retracting the clip delivery system (cds) into the guide during positioning. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the clip interaction with the steerable guide catheter (sgc) soft tip. It was reported that the first clip delivery system (cds) was inserted through the sgc into the left atrium. During positioning of the cds, the cds was retracted into the sgc, but the clip became stuck on the soft tip of the sgc and was unable to be retracted. Troubleshooting steps were performed and the clip was freed from the soft tip. The first cds was removed from the sgc and replaced with a second cds. One mitraclip was implanted reducing mitral regurgitation from grade 4 to 2. After the sgc was removed from the anatomy, no damage was noted to the sgc soft tip. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.